Event description:
Info received indicates the brake will not hold on one end of the stretcher.

Manufacturer narrative:
The technician found the screw in the hex rod was broken. The technician replaced the hex rod screw to repair the bed.